Event description:
It was reported that patient presented to clinic for follow up. The atrial lead exhibited noise over sensing with inappropriate mode switch. The physician elected to explant the atrial lead and a new lead was implanted successfully. The patient was stable throughout the procedure.